Event description:
Caller alleged discrepant inratio2 results. Pt went off coumadin a week ago for a colonoscopy. Pt states that they "milk the finger" and may have touched strip. Strips expiration: april 2013.

Manufacturer narrative:
Investigation pending.